Event description:
It was reported that the pt had high impedance on diagnostics. It was also indicated that the pt has experienced an increase in seizures recently which the physician attributes to the high lead impedance. The relationship to pre-vns baseline levels is unk. No trauma or manipulation has occurred. X-rays were taken of the pt's device. Upon review, the electrodes appeared to be placed on the nerve in an inverted orientation and there was an area of suspicion in the lead body. However, no obvious lead discontinuities were visualized. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure suspected.